Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented in the emergency department where the patient's device was interrogated revealing the presence of far field r-wave (ffrw) sensing that occurred on the right atrial (ra) lead and within the atrial blanking period. This occurrence did not appear to cause any product performance concerns. No changes were indicated and the ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.